Event description:
On (B)(6) 2009, this pt underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis. During the procedure, the pt's left femoral artery used as an access vessel to implant a contralateral leg component was ruptured. The physician replaced the damaged femoral artery with a vascular graft. The final angiogram showed a type 2 endoleak, which was left to be monitored. The pt tolerated the procedure. It was reported that non-gore manufactured sheath was used in the procedure. The cause of the rupture of the left femoral artery was unknown. On (B)(6) 2009, a follow-up computed tomography (CT) showed lymphorrhea and the persistent type 2 endoleak. No re-intervention took place at this time. On (B)(6) 2009, surgical ligation was performed to treat the lymphorrhea. The complete resolution of the lymphorrhea was achieved. On (B)(6) 2010, coil embolization was performed to repair the type 2 endoleak. However, the endoleak persisted. The physician opted to take a wait and see approach.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specification. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. The cause of the access vessel rupture is unknown.